Manufacturer narrative:
Customer site complained of unintended discharges of energy coming from the device's handpiece during startup. Device was examined, bent shutter observed. Shutter was replaced and laser has been checked with no errors. There was no patient injury involved in this incident. Picosure's operator manual states, "all personnel in the treatment room, including patient, will wear protective eyewear to prevent eye damage from this intense light." Warnings from the om includes: "always wear the appropriate protective eyewear. Failure to wear the appropriate protective eyewear can result in serious eye injury." This event is an aro (accidental radiation occurrence) because of the alleged complaint of unintended discharge of laser energy.

Event description:
The device's handpiece discharged unintended energy during start up.